Event description:
Boston scientific received information that the magnet rate of this pacemaker decreased to 90 paces per minute (ppm), however the remaining longevity displayed was two years. Approximately a month later the patient was seen in clinic and the magnet rate remained at 90 ppm, however the remaining longevity was one and half years. There was a concern the battery was depleting prematurely. No adverse patient effects were reported.

Event description:
The device was later explanted and was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Boston scientific technical services (ts) discussed typical longevity remaining when the magnet rate goes from 100 ppm to 90 ppm. Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.